Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 406 mg/dl. The customer declined to troubleshoot for her high blood glucose reading. The customer stated she got her supplies for 90 days & stated when she has issues she ends up running low & stated last week when she tried placing an infusion set & it got stuck with the serter. The customer stated later on she had another infusion set that was pulled out when she was delivering a dual bolus and stated she then replaced it again and she noticed her blood glucose level was not going down so she decided to remove the set. The customer stated that it could have been because she cancelled the dual bolus during the change and had not completed the bolus. The product was not returned for analysis.